Event description:
On 05/15/2024 it was reported by a sales representative via email that an ar-1588tn-21 tightrope ii abs would not lock to produce a ridged construct for the tibial side fixation. The implant had to be cut from the graft and an alternative arthrex product was used to complete the procedure. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.